Manufacturer narrative:
Date of event: (B)(6)2016

Event description:
Customer reported error codes messages of air valve liftoff failure ((B)(4)) and patient wye not blocked ((B)(4)) were identified in the significant event log. Customer reported that there was no patient involvement.